Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicated an issue with the dso (downstream occlusion) seal being degraded. The complaint was able to be replicated. The dso seal was replaced, the lens was replaced as it was scratched, and the air detector was also replaced. Performance verification testing performed. All tests passed within specification. Probable cause: dso signal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's occlusion seal. The issue was noted during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.